Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of fluid ingress and low voltage alarms was not confirmed. The system controller (serial #: (B)(4)) was not returned for analysis. Additional provided information stated that the cause of the corrosion/fluid ingress was not identified, a system controller exchange was required, and that the system controller was disposed of on (B)(6) 2022. The patient came into the clinic after complaining of lvad batteries not lasting long and green liquid coming from the black power lead on the controller. The lvad controller history showed low voltage alarms. After troubleshooting and assistance from an abbott clinical rep., the system controller was exchanged. The root cause for the reported event was unable to be conclusively determined. The device history records were reviewed for the system controller (serial #: (B)(4)) and the system controller was found to pass all manufacturing and quality assurance specifications. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including low voltage alarms. Heartmate ii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient came to the clinic because their battery charge did not last long and there was a green liquid coming from the black power lead of the system controller. The event history showed there had been multiple low voltage advisory alarms and a few low voltage alarms. It was suspected that these alarms and the battery issue were a result of the green liquid and the system controller was exchanged. The controller was disposed of on (B)(6) 2022. The cause of the fluid was not identified.